Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager did not recover. A field service engineer replaced micro switch and reseated connections. Replaced door controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator completely down, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.